Event description:
It was reported that in 2009, less than one year post xience v stent implantation, the patient experienced a stroke which left her bedridden. On (B)(6) 2012, the patient was hospitalized for decubitus care with a status of 'do not resuscitate'. At some point during the hospitalization, the patient experienced respiratory failure and on (B)(6) 2012, the patient died. An autopsy was not performed. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of respiratory failure and death, as listed in the xience v instructions for use are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.